Event description:
A customer reported a low reading issue with the adc device. The customer reported sensor readings of 46 mg/dl and 48 mg/dl, and called a nurse who advised customer to self-treat with juice, 2 ice cream bars, and milk with sugar. The customer was still obtaining low readings and was taken to hospital. At hospital, a healthcare meter result of 462 mg/dl was obtained as compared to sensor reading of 48 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. Laboratory blood glucose result of 506 mg/dl was also obtained and the customer was treated with an saline solution via IV and bolus insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. No malfunction or product deficiency was identified. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.